Event description:
It was reported that upon removal of the quattro line from two patients, clots were observed on the tips and both patients had pulmonary embolism. This report will address the first patient. The second patient affect is captured under (B)(4) with MFR number 3003793491-2013-00578. Following additional information was received: it was reported that a (B)(6) female weighing (B)(6) was admitted post cardiac arrest having pulseless electrical activity (pea) with diagnosis of diabetic ketoacidosis (dka). The patient received therapeutic hypothermia after cardiac arrest. A quattro line was placed in the right femoral vein. Insertion was difficult as the first quattro line was not inserting properly, the guide wire was not advancing. The patient was taken to the cath lab and a second quattro was inserted into same site as the first attempt. The second line was inserted without difficulty. The quattro was in the patient's right femoral vein from (B)(6) 2012. On (B)(6), the line was removed. Upon removal there was a visible clot on the end of the catheter. The patient immediately went into respiratory distress after the line was pulled and her oxygen stats went to the 80's. The patient was ventilated at the time. The patient was given a heparin bolus of 5000u and was started on a heparin drip. The patient had a CT scan a "few" days later after the line was pulled. The scan showed pe-non acute. The patient had not undergone any previous procedures prior to being put on therapeutic hypothermia other than CPR. At the time of admit to the emergency room and prior to starting the hypothermia, blood tests were performed for coagulation. The results were not provided by the customer. The patient was non-ambulatory for only minutes before she arrested. The patient was reportedly not at high risk for dvt. Upon arrival at 1330 hours on (B)(6) 2012, the patient was given aspirin. On the same day she was also given lovenox. Heparin was started on (B)(6) 2012. Previously at home, the patient was on plavix. The patient recovered and was discharged home. The exact date of discharge was not provided.

Manufacturer narrative:
Zoll medical corporation has not received the device. A supplemental report will be filed if the product is returned for analysis.